Manufacturer narrative:
(B)(4): evaluation: results: visual inspection of the returned lens sowed the lens was split in half and a haptic was torn off from the optic. There was a clear surgical residue on the lens. (B)(4).

Event description:
The reporter stated the haptic of an (B)(4) three piece silicone lens broke while loading the cartridge but it was not discovered until after the lens was inserted. The lens was removed without any pt injury. The incident was the result of a loading error.